Event description:
The pump was explanted prematurely after four months as the pt was experiencing inadequate pain relief. Following implant, doses were titrated and drug was changed from fentanyl to dilaudid. The pt reported to the hcp that pt heard an alarm "some time ago", but was not able to identify clearly which alarm it was. The hcp felt the pt was not in danger of withdrawal at the time of the initial difficulties. The hcp continued to have difficulty interrogating the pump to adjust dosing. Numerous unspecified maneuvers to interrogate the pump were attempted without success. Following explant, 2 ccs of fluid were withdrawn; the non-critical alarm was sounding.